Event description:
It was reported that the lead was removed due to a drop in thresholds.

Manufacturer narrative:
Evaluation summary: analysis found the lead to exhibit normal electrical characteristics. A lead impedance test could not be performed due to physical damage at explant. The damage is considered indicative of that which is seen at the time of implant/explant.